Manufacturer narrative:
Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. No blank display or frozen screen noted. Unit responded properly to button presses. No unresponsive buttons noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on printed circuit board was properly locked. The power connector was also plugged in properly into printed circuit board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display and unresponsive buttons. The customer¿s blood glucose level was 74 mg/dl at the time of the incident. The customer's mother stated that her son came down for breakfast and looked at his pump when they notice the frozen display. The customer's mother monitored the pump for 2 hours and frozen display recurred. The customer's mother states the screen is not completely blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.